Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the s5 roller pump 150. A livanova field service representative was dispatched to the facility to investigate the device and the issue could not be reproduced; it happens once. New pump installed under warranty. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the s5 roller pump 150 had intermittent power issue. There is no report of any patient injury.

Manufacturer narrative:
H11: claimed roller pump was replaced with a new one by livanova field service representative dispatched at the customer site. A review of the service history of the device indicated that the pump was manufactured in 2023 and no other similar instances of the issue have been reported. Considering the issue could not be reproduced, the root cause of the issue remains undeterminable. However, considering the results of past investigations into similar events, it cannot be excluded that an intermittent electrical failure of internal electronics may have led to the issue. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.